Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) and ventricular and atrial leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was found on the proximal conductor (not obstructed) and the distal electrode. The outer insulation exhibited a cosmetic depression, and the inner insulation was kinked/buckled. The lead appeared to have been stretched and exhibited apparent explant damage. The analyst noted that the blood on the proximal conductor most likely entered through the is-1 pin, as no insulation breach was observed. Add'l device: (B)(4) implantable pulse generator (B)(6) 2011. (B)(4).